Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the head ball trial was too scuffed up.. There were no surgical delay ad nothing was left in the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that upon trialing using head ball trial, the surgeon indicated that the head ball trial was too scuffed up, the plastic from it tore up could cause damage to poly. The surgeon requested the item to be replaced. There were no surgical delay ad nothing was left in the patient. The device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed the surface of articul tr ball grvd 36 +5 was heavily scratched. No evidence of breakage was observed. The investigation was able to confirm the reported event. No other problem identified. Potential cause for the scratched condition can be attributed to unintended use error by getting the device in contact with unintended sharp surfaces. The overall complaint was confirmed as the observed condition of the articul tr ball grvd 36 +5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.